Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped per instruction; attached the one-way valve and vacuum the balloon twice inside of the tray and remove the iab carefully with grasping it closely from the tray, not bending the catheter. The clinician inserted the "teflon" sheath into the pt's left femoral artery. The iab was then inserted into the sheath. However, the balloon could not pass through the sheath and as a result, the sheath and iab were removed as one unit. The clinician used another iab and the insertion and counterpulsation was successful. There were no reported pt complications or injury.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.